Event description:
It was reported the patient's pump stalled three times in one day and it was planned to explant the pump. The patient was switched to oral morphine instead of intrathecal. It was also reported the patient would be treated with oral medication in the future. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the pump had not been explanted. It was unsure whether the patient was willing to undergo the procedure. Troubleshooting procedures had been suggested. It was also unsure whether the oral medication was sufficient or if the patient would proceed with the intrathecal route.

Manufacturer narrative:
Additional information: analysis of the pump revealed a gear train anomaly - corrosion and/or wear and a lubrication anomaly were seen; stall due to shaft-bearing and gear-pinion. The proximal portion of the catheter was returned. Analysis of the catheter revealed no significant anomaly/acceptable catheter testing. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.